Event description:
It was reported that during a coronary drug eluting stenting treatment procedure withdrawal difficulties and stent damage occured. The 99% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated with two non bsc devices and then the 3.00x12mm taxus express2 drug eluting stent (des) was advanced to the target lesion. The device was unable to cross the lesion and it was noted that there was difficulty withdrawing the device. The physician was able to successfully remove the device from the patient and upon removal it was noticed that the stent was lifted up. The procedure was completed with another device with no patient complications reported. The patient's current condition is listed as "good".